Event description:
It has been reported that the system did not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the system does not start up. The philips field service engineer (fse) went onsite, restored the backup, changed the suit pc and reinstalled the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.